Event description:
A pt reported two blood glucose comparisons with results of "4.8 mmol/l" with a lifescan meter and "6.4 mmol/l" on a laboratory device on the first attempt and "4.7 mmol/l" with a lifescan meter and "6.4 mmol/l" on a laboratory device on the second attempt, both performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.